Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during heparin therapy. The heparin infusion was started at 21:08 and at 03:32 an anti-factor xa (anti-xa) assay was taken which resulted in <0.10 units/ml and previously was therapeutic. The nurse checked the heparin bag and it was still full at a volume of "nearly 250ml". The pump indicated there should be 119ml remaining in the bag after infusing for 8 hours. The pump was changed and heparin protocol increased to 20 units/kg/hr and the patient was administered 2,300 units heparin bolus. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation performed flow accuracy test at rates: 125 ml/hr, vtbi: 125 ml, results: 121.243ml / -3.01% error, passed. 20 ml/hr. Vtbi: 20 ml, results: 20.354 ml / 1.77% error, passed. No component could be determined for causality and therefore no pump correction is required to address the allegation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A review of the history log was completed; however the user did not provide an event date. The last infusion of heparin continued in the log continued until the following day. The user experienced three "air-in-line!" Alarms and one "downstream occlusion!" Alarms. The event history log revealed that the volume calculations were accurate, however the condition observed by the user cannot be determined through the history log. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.